Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 49 mg/dl. The customer stated that keep scrolling when she tries to put her curbs. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 49 mg/dl.

Manufacturer narrative:
The insulin pump had an intermittent up button response due to corroded keypad traces. No unexpected numbers cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.